Event description:
Allergan aesthetics received a report of a patient treated abdomen on (B)(6)2025 using the cooltone applicator and presented with blanching/redness immediately after treatment and then the patient presented with blister. Practice believes 2nd-3rd degree burn. Later provider reported overheating applicator and "applicator is warped, cracked, and bulging out". Applicator was replaced. Device remains at the user facility.tee report was forwarded to manufacturer zimmer medizinsysteme gmbh.